Event description:
During stereotaxis procedure, ischemic lv was mapped with orion via transeptal access. Retrograde femoral access was unavailable due to peripheral vascular disease. (B)(6) male also had a bsc implantable defibrillator. Lv was mapped successfully with orion catheter and rf therapy was delivered. Procedure also involved a woven diagnostic catheter. Impella was also used during the procedure. Near the end of the procedure, anesthesia observed a drop in ao pressure. Pulseless electrical activity (pea) was observed. Patient was stabilized in ep lab. Patient was transferred to ICU and expired shortly after leaving the ep lab.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During stereotaxis procedure, ischemic lv was mapped with orion via transeptal access. Retrograde femoral access was unavailable due to peripheral vascular disease. (B)(6) male also had a bsc implantable defibrillator. Lv was mapped successfully with orion catheter and rf therapy was delivered. Procedure also involved a woven diagnostic catheter. Impella was also used during the procedure. Near the end of the procedure, anesthesia observed a drop in ao pressure. Pulseless electrical activity (pea) was observed. Patient was stabilized in ep lab. Patient was transferred to ICU and expired shortly after leaving the ep lab.

Event description:
During stereotaxis procedure, ischemic lv was mapped with orion via transeptal access. Retrograde femoral access was unavailable due to peripheral vascular disease. 77 yo male also had a bsc implantable defibrillator. Lv was mapped successfully with orion catheter and rf therapy was delivered. Procedure also involved a woven diagnostic catheter. Impella was also used during the procedure. Near the end of the procedure, anesthesia observed a drop in ao pressure. Pulseless electrical activity (pea) was observed. Patient was stabilized in ep lab. Patient was transferred to ICU and expired shortly after leaving the ep lab. Additional information received indicated that it is unknown whether a autopsy was performed. The suspected cause of death was infarcted bowel. No boston scientific devices were identified as causing this patient's death. It is unknown if the procedure itself was a precipitating factor.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.